Event description:
The manufacturer received info alleging a ventilator inoperative condition occurred. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor was replaced to address the issue. The device then failed a step during testing. The device's sensor board was replaced to address the issue.